Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 224 mg/dl. The customer stated that the leak occurred under 2nd o-ring. The customer stated the reservoir was discarded. The reservoir was not put in pump. The reservoir started to leak when customer was trying to prime out air bubbles. Customer stated the leak is past 2nd o-ring. The customer was advised to return the reservoir for analysis. The customer was advised to obtain new reservoir to fill.